Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of laparoendoscopic & advanced surgical techniques volume 29, number 12, 2019. Doi: 10.1089/lap.2019.0537.

Event description:
It was reported via journal article: "title: transoral endoscopic thyroidectomy by vestibular approach¿initial experience and comparative analysis in the first reported mexican cohort." Authors: rafael humberto pérez-soto, md, guillermo ponce de león-ballesteros, md, jorge montalvo-hernández, md, mauricio sierra-salazar, md, juan pablo pantoja millán, md, miguel francisco herrera-hernández, md, phd, and david velázquez-fernández, ms, phd. Citation: journal of laparoendoscopic & advanced surgical techniques, volume 29, number 12, 2019 doi: 10.1089/lap.2019.0537. The objective of this case¿control study was to analyze the initial experience of the authors with transoral endoscopic thyroidectomy by vestibular approach (toetva) in a reference hospital for endocrine diseases in mexico city and to preliminarily compare it with the conventional open technique. A total of 20 patients (18 females and 2 males), with mean ¿ sd age of 48.1 ¿ 15.67 years (range = 19¿77), underwent toetva from july 2017 to april 2019. The ultrasonic energy (harmonic ace®+7 shears) was one of the endoscopic instruments used. A 3-0 absorbable monofilament barbed polyglecaprone-25 (stratafix spiral monocryl; johnson & johnson medical devices¿latin america, llc) was used to suture the strap muscles and a 5-0 absorbable monofilament suture based on polyglecaprone-25 (medical devices monocryl; johnson & johnson¿ latin america, llc) was used to closed in 2 layers the vestibular incisions. The following complications and treatments were noted: cervical hematoma and subsequent surgical site infection treated with antibiotic treatment and drainage with subsequent satisfactory evolution (n=1), postoperative transient hypoparathyroidism treated with oral calcium supplementation and vitamin d analogs (n=5), temporary postoperative hoarseness recovered during the first 6 months (n=2), and transient paresis of the mental nerve with decreased mobility of the lower lip with full recovery (n=3). The authors concluded that toetva is a feasible and relatively safe surgical technique in patients treated for benign and malignant thyroid tumors.